Event description:
It was reported that customer was concerned that suction evacuator could potentially not be sterile. They have multiple lots that they¿ have checked and state that when they push on the product that air seemed to deflate from the packaging and then when they let go air seemed to come back in. They have held the product up to light and cannot identify any pin holes or issues with how they were storing the product so would like to have someone from medical services and/or product complaints team contact them to provide assurance that the product was in fact sterile and/or arrange the return of the current product they have so that we can investigate and provide them with that information so that they can be assured they are using a sterile product.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was concerned that suction evacuator could potentially not be sterile. They have multiple lots that they¿ have checked and state that when they push on the product that air seemed to deflate from the packaging and then when they let go air seemed to come back in. They have held the product up to light and cannot identify any pin holes or issues with how they were storing the product so would like to have someone from medical services and/or product complaints team contact them to provide assurance that the product was in fact sterile and/or arrange the return of the current product they have so that we can investigate and provide them with that information so that they can be assured they are using a sterile product.